Event description:
It was reported that a patient who had been part of the ide study later had post-op pain. X-ray showed that in the neutral position the patient has kyphosis (abnormal rearward curvature of the spine). When the patient bent forward, the sliding core moves forward and when bent back the core moves back. The surgoen took action to address the instability of the joint. The surgeon left the disc in place and added posterior fixation with instrumentation.